Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet for over three months experienced recurrent daytime hypoglycemia while working an active outdoor construction and landscaping job, with multiple low alerts and glucose readings in the 50 mg/dl range; the user treated lows with oral glucose and fruit and asked whether a device reset would help. Symptoms included hypoglycemia without loss of consciousness or seizure. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding activity-related glucose changes. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with lifestyle and activity changes considered potential contributors, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.